Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in air/water channel and the auxiliary water tube. A root cause could not be identified. Based on the results of the investigation, it is likely the grainy image was caused due to fluid invasion in connector. However, the most probable root cause for additional malfunction white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had grainy picture. The event had occurred during inspection for use. There were no reports of patient involvement.